Event description:
It was reported that the patient had an infection. Symptoms of infection are fever and drainage. The physician assessed the infection as not device related and the suspected cause is mrsa (methicillin resistant staphylococcus aureus). The patient underwent an explant procedure and was placed on intravenous antibiotics. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: sc-8336-50, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7076522.